Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 oct 2025 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a chemolock where it was reported that there was a chemolock detached from the primed line of a cisplatin bag. There was patient involvement, and there exposure to staff. There was also delay in therapy.

Manufacturer narrative:
Corrected information can be found in section h6 health effect - impact code.

Manufacturer narrative:
The reported event could not be confirmed. Received a photo from the customer showing the affected sample. No conclusions could be made from the photo. Without the return of the physical sample a comprehensive review could not be performed and a probable cause could not be determined. As lot number was unknown, device history record (DHR) review was not performed.